Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: they used two surgicel¿s original and they were place and left in the pelvis to control oozing of blood. I was not present for the surgery and the only information is what I put in. I do know a mia was processed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and absorbable hemostat was used was used. During an ob-gyn procedure date was on (B)(6) 2025, the patient had a second hospital admission on (B)(6) 2025 during which a drain was placed and a clinical concern at that time was a possible infection. The drain was removed on (B)(6) 2025, and the patient was admitted again on (B)(6) 2025 for an abscess with inflammation. A reaction was reported with concern for possible peritonitis. There were two products placed into the pelvis and the patient was fine. There was no history of reaction using the product. Device is not available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? 2. What is the name of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was the hospital admission on (B)(6) 2025, related to the use of surgiel? If so, please elaborate. 6. Was the drain used, an ethicon product? 7. Please elaborate on what two products were placed into the pelvis? 8. What was the indication for using surgicel during the initial procedure? 9. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 10. Where was the surgicel used (on what tissue)? 11. How much surgicel was used during the procedure? 1 2. Was the surgicel product left in place? Was the excess removed? 13. What were current symptoms following the index surgical procedure? What was the onset date? 14. Were cultures performed? If yes, results? 15. Did the patient undergo a patch test? 16. Has any surgical or medical intervention been performed? 17. What is physician¿s opinion as to the cause of this event? 18. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative events? 19. What is the patient¿s current status? 20. What is the users experience w/ surgicel original and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.